Event description:
The initial reporter contacted shiley to report a pt was scheduled to have their bjork-shiley 60 degree convexo-concave aortic heart valve electively replaced. Upon follow up, the initial reporter stated that the surgery had been postponed because the pt had a stroke. Subsequently, surgery was performed and the pt survived. According to a copy of the operative report, forwarded to shiley by the surgeon's assistant, the valve was replaced due to aortic stenosis. Examination of the valve during surgery revealed "a tremendous amount of thrombus around it [the valve]."